Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted, not implanted because the stylet could not be removed from the lead. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the stylet was returned partly removed, stuck in lead, stylet is kinked at various locations, lead is stretched, distal conductor is distorted in the connector at 1.5cm, damaged at implant attempt, no further stylet testing possible due to lead damage and kinked stylet. If information is provided in the future, a supplemental report will be issued.